Manufacturer narrative:
Concomitant medical products: 7120 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission from a cardiac resynchronization therapy defibrillator (crt-d) had invalid data on episodes, including an episode that was in progress, and missing data on the ventricular sensing report. The crt-d remains in use. No patient complications have been reported as a result of this event.